Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) samples were submitted to the manufacturer for evaluation. Through visual examination, the presence of a dark spot embedded in the surface of the injection port was observed on both samples. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the reported issue was observed. The root cause is associated with the manufacturing process of the injection port, which is supplied by an external vendor. The component is assembled onto the bag using an automated process. However, the defective unit was not adequately detected and segregated during the subsequent inspection step. It should be noted that the observed defect does not affect the product's functionality and is therefore classified as an aesthetic issue. The production department and the component supplier have been informed of this complaint adn reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: 500ml final containers dirty add ports. No injury reported.